Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. The physician was attempting to treat lesions within the right coronary artery (rca). A 3.0x20 mm taxus express2 drug eluting stent (des) was deployed in the mid rca. A 3.0x16mm taxus express2 des was deployed in the proximal rca overlapping the 3.0x20mm taxus express2 des. The physician was attempting to advance a 3.0x16mm taxus express2 des distally through the implanted stents. The proximal portion of this 3.0x16mm taxus express2 des got caught on the struts of the overlapped portion of the 2 implanted taxus express des. The physician "twisted" the catheter in an effort to free the caught stent when the 3.0x16 taxus express2 embolized off of the balloon. The physician was able to "smash" the embolized 3.0x16mm taxus express2 des into the implanted 3.0x16mm taxus express2 des with a 3.0x16 non-bsc bare metal stent. There were no patient complications reported with the patient's current condition listed as "ok". Additional information has been requested but not received.